Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced inconsistent readings fluctuating between low and high every five minutes. At 7:30pm, she began to experience symptoms of feeling jittery and shaky. At 8:00pm, the patient's husband brought the patient to the hospital. Upon arrival, the patient was treated with IV fluids, apple juice and orange juice prior to checking the patient's blood sugar. After 20 minutes, the cgm was displaying 59 mg/dl while the bg was 255 mg/dl. The patient was then given insulin. On (B)(6) 2025 at 1:00am, the patient was discharged from the hospital (length of time spent in the hospital less than or more than 24 hrs is unknown). At the time of the report, the patient was doing better. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.